Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a pdc removal was completed on (B)(6) 2026. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the probability of occurrence is at occasional. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery; therefore, no device evaluation could be completed. Additionally, no imaging was provided. There were no anomalies identified during the complaint investigation. A reason for the removal is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A pdc removal was completed on (B)(6) 2026. Information on the implantation and the reason for removal were requested several times; however, no information was provided. The reason for removal is unknown.